Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead was exhibiting noise and low pacing impedance. No changes or intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and low pacing impedance were not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform the lead impedance test due to the condition of the lead, as received. Visual and x-ray inspections of the partial lead found no anomalies except for procedural damage.

Event description:
New information noted that the right atrial lead was explanted. The patient was in stable condition.